Event description:
The suture was used during an unspecified procedure by the veterinarian. Reportedly, the animal had an allergic reaction and the suture caused an abscess resulting in a re-operation. The hosp has reported no injury occurred.